Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by a sales representative (sr) that after installing the analyzer update, the analyzer presented software problems. An analyzer session could be started, but after a while, the following error message was received; "the connection between the analyzer and the programmer has been lost." If the sr reset the session, it is solved but after a certain time the error message is shown again. The analyzer has been returned. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.